Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over the phone to address the reported event. During troubleshooting, fse instructed the customer to replace the prefilter. Upon follow-up, the customer reported that the problem was resolved. The customer calibrated and ran quality controls without any further issues. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 14-nov-2017 through aware date (B)(4) 2018. There were two (2) similar complaints, including this event identified during the searched period. A 13-month complaint history review and service history review for similar complaints was performed for lot number n and calibrator zs7003 from 14-nov-2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1 introduction and application states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Interpretation of results: the chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. Chapter 3, assay operations, section 7, states the following: other items to check check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. Chapter 5 maintenance procedures: chapter 5 column replacement states the following: 5.6 column replacement replace the column in the following situations. When the pressure is more than what is indicated on the column inspection report + 4 mpa and is not reduced by filter replacement. When peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause. When assay results for quality control samples are consistently out of the assigned ranges even after re-calibration. When the calib error persistently occurs. Please contact technical support if the above issues are not resolved after column replacement .52. Chapter 6 troubleshooting states: 211 peak pattern error indicates that peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis and wash solutions. The most probable cause of the reported event was due to a bad prefilter.

Event description:
A customer reported sporadic peak pattern errors while running patient samples on the g8 instrument. The customer reported that the column count was at 681 injections and the flow rate was 1.10 ml/min. The average retention time (rt) on patient samples had been 0.60 minutes. The customer was advised to change the flow rate to 1.13 ml/min and then recalibrate. However, upon follow up, the customer reported that they were still getting check peak and hemoglobin variant (hb-var) detected flags on calibrators and patient samples. Technical support (ts) instructed the customer to change the column and the customer was sent a new replacement by ts. The customer called back and reported that they failed calibration with the new column on both n lot columns with the n lot reagents. The customer reported calibration chromatograms of 4.7% with a stable hemoglobin a1c (sa1c) rt of 0.59 minutes, a p00 peak at rt 1.09 minutes, and an a0 peak at of 0.87 minutes. The calibrator lot was zs7003. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.